Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device would not sync. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, pairing failure was identified with the device and it was due to a bad transmitter pcb. However, since the base plate was corroded, the device became non-repairable. The repair was declined and hence the device was not restored to the specifications. It is being placed into long term hold. The defective transmitter pcb is the root cause of the reported sync issue. Fluid ingress into the device and contact with the base plate is responsible for the corrosion observed over there. A manufacturing record evaluation was performed for the finished device lot number (1103043), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during knee arthroscopy, while setting up for a knee scope the wireless foot pedal would not sync. Another pedal was brought in with no delay and no patient consequence. During in-house engineering evaluation, it was determined that the base plate was corroded. No additional information was provided.